Event description:
Harmonic shears broke in the patient. Several beeps were heard from the unit and the unit instructed the surgeon to release the grip. After doing so, one of the pieces broke off of the shears. Both handpiece and broken piece were removed from the patient and taken off of the field. Manufacturer response for instrument, ultrasonic surgical, harmonic ace (per site reporter), unknown.